Event description:
It was alleged that during a shoulder arthroscopy the hood popped off. The unit was retrieved with no injury to the pt.

Event description:
It was alleged that during a shoulder arthroscopy the hood popped off. The unit was retrieved with no injury to the pt